Manufacturer narrative:
D3 - manufacturing plant address, state, and zip code corrected. One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device's software was updated for better operation and to avoid future errors. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46228. There was no patient involvement, no patient injury was reported.